Manufacturer narrative:
Concomitant medical products: 4.5mm peripheral screw - 32mm; cat# 72-4532; lot# r93y1m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Rep called regarding notification from surgeon that x-rays showed a peripheral screw was broken in reverse shoulder. Patient is asymptomatic so surgeon has no plans to do surgery at this time. Update per sales rep 9/27/2016: there were 3 screws put in. Two of them were 32mm. One of the 32mm broke but not sure which lot code is the broken one.

Manufacturer narrative:
An event regarding crack/fracture involving a reunion screw was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep called regarding notification from surgeon that x-rays showed a peripheral screw was broken in reverse shoulder. Patient is asymptomatic so surgeon has no plans to do surgery at this time. Update per sales rep (B)(6) 2016: there were 3 screws put in. Two of them were 32mm. One of the 32mm broke but not sure which lot code is the broken one.